Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call high blood glucose of 300 mg/dl to 400 mg/dl. The customer also reported no delivery alarms during normal use. Troubleshooting found that the cannula was bent and the customer declined to troubleshoot any further. The customer indicated that the infusion set would be returned.